Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument to be returned for failure analysis testing.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 30-degree endoscope kept flipping. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the site remove and manually flip the endoscope base and then cancel the tool memory. The endoscope was then working normal. The procedure was completed as planned with no report of patient injury.